Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple low blood glucose (bg) levels in the 40's (mg/dl) over the last 2.5 weeks. Reportedly, customer believes that the low bg levels were caused by a recent flare up of their gastroparesis. Customer consumed frosting or soup to treat their bg levels. At the time of the call, customer's bg level was 152 (mg/dl), but beginning to decrease again. Contact indicated that the customer will consume carbohydrates to elevate their bg level. Customer indicated that they have been in contact with their health care provider who is adjusting their pump settings and insulin intake. Customer declined future follow-up.